Event description:
On 1-mar-2022, intuitive surgical, inc. (Isi) received mw5107211 stating: robot tip-up working end missing. Notice after instrument was placed into patient. X-ray was performed after case to ensure it was not left in the patient. Isi followed up with the initial reporter and obtained the following additional information: the missing piece was not found. There was no additional intervention needed to retrieve any pieces. The customer performed an x-ray and it was negative. It is unknown what the surgeon thought caused the breakage of the instrument. No functionality issues were noted on the instrument during the case. The instrument did not collide with any other hard material or instruments during the case. The surgical staff did not feel any resistance upon the removal of the instrument. No damage was noted to the instrument or cannula after the event occurred. There was no injury to the patient. The patient did not return to the hospital with post-op complications due to a foreign object. A picture is available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. Instrument log review of the product related to the complaint cannot be performed at this time because system logs do not exist. This complaint is being reported due to the following conclusion: on 1-mar-2022, isi received mw5107211 stating: robot tip-up working end missing. Notice after instrument was placed into patient. X-ray was performed after case to ensure it was not left in the patient. It was alleged that the instrument broke and a fragment fell during a da vinci assisted procedure; it is unknown if the fragment fell inside of the patient. An x-ray was performed and no fragment was identified. The location of the fragment remains unknown. At this time it is also unknown what caused the breakage to occur.